Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit then passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator had a blank display. The patient was not harmed as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.